Event description:
It was reported that the device showed error 1720: power backup cap failure. The error code requires a software and hardware upgrade. There was no physical damage. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the device was in used condition. During the functional testing, the customer's reported problem was confirmed. The cause of the issue was unknown. The motor was replaced to correct the problem. Service history identified the complaint was not related to a previous service of the device within the review period.